Manufacturer narrative:
The report of pump stoppage due to depleted batteries was confirmed based on the evaluation of the submitted log file. The log file data indicated that the patient was connected to fully charged 14 volt lithium-ion batteries on (B)(6) 2016 at 10:43 am, and the same batteries continued to power the system until (B)(6) 2016 at 1:41 am, when the batteries were completely depleted and the system controller¿s 11 volt lithium-ion backup battery (ebb) was activated. The ebb continued to power the system until the last recorded event at (B)(6) 2016 at 03:10 am, when the ebb was completely depleted resulting in a pump stoppage. A full investigation could not be conducted as no devices were returned for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 9 months. The disposition of the device was not provided. Information regarding whether the pump is available for evaluation has been requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient went into cardiac arrest the morning of (B)(6) 2016. The cause of the cardiac arrest was reported to be pump stoppage due to loss of power. Interrogation of the system controller by the healthcare professionals indicated that external power was depleted and it was suspected the internal battery had depleted as well. The system controller's power source was switched from batteries to the power module. The patient suffered an anoxic brain injury and care was withdrawn later that day. The patient expired on (B)(6) 2016. The system controller log file data submitted to the manufacturer's technical services for analysis showed that on (B)(6) 2016 at 10:43 am, the system was connected to fully charged batteries. The same batteries continued to power the system and on (B)(6) 2016 at 1:41 am, the batteries were completely depleted and system controller's 11 volt lithium-ion backup battery (ebb) was activated. The ebb continued to power the system until it was completely depleted. There was no power to the system controller and a motor stop occurred. Power was eventually restored to the pump when one battery was connected to the system controller. The switch in power sources from batteries to the power module continued and at one point both power leads were disconnected and the ebb activated for another 15 minutes. The system controller was then reconnected to power and there was a switch between power sources for the next few minutes until at the end of the log file when there was a driveline disconnected event.